Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a free perforation of the saphenous vein graft to right coronary artery. A 3.50 x 26 mm graftmaster covered stent was deployed to treat the perforation; however, the perforation failed to seal. The patient expired. No additional information was provided.